Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was in over discharge. Communication could not be established with either the patient programmer (pp), implantable neurostimulator recharger (insr), or the 8840 clinician programmer. According to the family member, the last successful recharge was unknown but guessed it was several years ago. It was reported the ins was turned off by the managing physician several years ago because they were not seeing the benefit expected and the patient was managed by medication. The recharging was not maintained due to non-compliance. No symptoms were reported or anticipated. The caller called back and indicated she had been recharging for about 1.5 hours and the ins had not been charged to the 25% mark. The caller indicated she wanted to test impedances. The caller reviewed she was getting 8 coupling bars. It was reviewed she should try for another 15 minutes as it would get to the 25% mark very soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient's device was able to be brought out of overdischarge. The im pedances were checked and they were all normal. No further complications were reported.